Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 9 (overfill alarm), a cartridge alarm 16, and a pump reset occurred. The cartridge was filled with 300 units. Reportedly, the customer successfully reloaded the cartridge and completed the load process. There was no impact to the customer's blood glucose level.